Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, additional information was received that this patient attended a follow-up. An x-ray was performed, which revealed possible right ventricular (rv) lead damage. All pins appeared to be fully inserted into the header. Various configurations were attempted, and only when programmed rv distal coil to can were the shock impedance measurements within range. The patient performed isometric and extended maneuvers, but no out of range measurements were noted. It was suspected there was damage to the svc coil. The decision was made to leave the system programmed rv distal coil to can. This patient will be monitored. If out of range measurements are observed in the future, then a more invasive interrogation will be performed.

Event description:
Subsequently, technical services (ts) provided trouble shooting methods to determine root cause of oor measurements. Ts suspected the interaction of environmental noise during measurements to be the reason for the oor measurements. This, however, cannot be confirmed until lead troubleshooting is performed. This report will be updated once a lead evaluation takes place. There were no adverse patient effects reported.

Event description:
Boston scientific received information that a red alert was detected due to this implantable cardioverter defibrillator (ICD) displaying high out of range shock impedance measurements. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Subsequent information was received that the device was explanted and returned for analysis. No additional adverse patient effects were reported.